Event description:
It was reported that the patient was status post an aneurysm resection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported or identified through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Although no device related issues were reported by the account, section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the aneurysm resection was for an apex aneurysm and was performed during implant on (B)(6) 2025. The aneurysm existed prior to implant, and the device did not worsen the aneurysm. The patient was doing well as destination therapy (dt) status.